Event description:
It was reported during the implant procedure that there was difficulty positioning the lead. The physician was unable to get screw (helix) to retract back into lead. The physican also reports difficult to "stick" lead, due to small patient, and the "stick" (helix implant) very medial. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. The lead was stretched and the helix/lobe was distorted/bent.